Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise that triggered inappropriate mode switches. No changes or interventions were performed. The patient was in stable condition before, during, and after the follow-up.